Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat#:6570-0-536; lot#:54758704, mod con dist stem 16 x 155 mm; cat#:6276-7-016; lot#: caxt90jc, 19mm mod rev hip bdy/blt +20mm component level 9006-1-219; cat#:6276-1-219; lot#:52247801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient revised to constrained liner for dislocations. Patient had rejuvenate before. Rep stated patient also had several dislocation due to infection which resulted in no soft tissue, bone loss and metallosis. Implant removed, antibiotic spacer implanted (B)(6) 2016 verified. Spacer removed (B)(6) 2016 and new devices implanted.

Manufacturer narrative:
An event regarding dislocation and infection involving a trident liner was reported. The event was confirmed following a review by a clinical consultant. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant indicated: a primary driver for dislocation was infection. Infection in an arthroplasty is accompanied by fluid formation under pressure. This intra-articular pressure ¿pushes¿ the femur away from the pelvis if there are no constraints to this. Under normal conditions, the hip capsule represents one such retaining factor. Early after arthroplasty, the capsule is however very weak, even worse in revision cases where most of the hip capsule is gone. Dislocation becomes then very easy in case of fluid accumulations. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: a review by a clinical consultant concluded: infection caused intra-articular pressure pushing the femoral head out of the acetabulum further facilitated by hip abductor muscle insufficiency and suboptimal cup position all together causing recurrent dislocation and requiring revision. If further information such as return of device, pathology reports, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient revised to constrained liner for dislocations. Patient had rejuvenate before. Rep stated patient also had several dislocation due to infection which resulted in no soft tissue, bone loss and metallosis. Implant removed, antibiotic spacer implanted (B)(6) 2016 verified. Spacer removed (B)(6) 2016 and new devices implanted.